Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-05322-device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient experienced that the two infusion set cannulas were bent. Within 3 or more hours of insertion customer noticed symptoms. The first occurrence occurred on (B)(6) 2024; the second on (B)(6) 2024. The first infusion sets used for 4 hours and second used for 6 hours. The blood glucose level of the patient was 400 mg/dl. Therefore, they tried to treat it with correction bolus via multiple dose injection (mdi). Additionally, location site was regularly rotated. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.